Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the 90 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.) During the initial inflation. Therefore, it was replaced with another balloon catheter (different lot number) and inflated. The procedure was completed successfully. There was no reported patient injury. The device has been discarded in the hospital. The approach was made from the elbow towards the left forearm vein with a sheath (5 fr). A non-cordis guidewire was inserted from the vein to the vessel through the anastomotic part.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the 90 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.) During the initial inflation. Therefore, it was replaced with another balloon catheter (different lot number) and inflated. The procedure was completed successfully. There was no reported patient injury. The approach was made from the elbow towards the left forearm vein with a sheath (5 fr). A non-cordis guidewire was inserted from the vein to the vessel through the anastomotic part. The device was not returned for analysis. A device history record (DHR) review of lot 17300604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.